Event description:
Based on information reported to davol: (B)(6) 2010 - the patient underwent incisional ventral hernia repair with composix kugel mesh. Over the last year abdominal pain has increased in severity. Patient reports presenting to the emergency room many times and having CT scans that showed his mesh appears to be "loose" inside his abdomen and that he has recurrent hernia. The patient has had two surgical consultations and was told the surgery will involve explanting the composix kugel mesh and abdominal reconstruction.

Manufacturer narrative:
Based on information reported to davol, the patient had a composix kugel mesh implanted on (B)(6) 2010 to repair in incisional ventral hernia. The patient has reported pain since the operation and alleges that a CT scan showed the mesh was "loose" and that there was a hernia recurrence. The mesh has not been explanted and no medical records have been provided for evaluation. We have contacted the initial reported seeking additional information. While there has been no confirmation that a recurrence has developed, it is a possible adverse event stated in the product's instructions for use. With the information provided, no conclusion can be drawn.